Manufacturer narrative:
Conclusion code: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using ruby coils. During the procedure, the physician met resistance advancing the ruby coil in the aneurysm and the catheter kicked out of the coil mass. After multiple attempts, the physician decided to remove the ruby coil from the patient. Upon withdrawal, the physician found that the ruby coil had become damaged and unraveled. The physician retracted the unraveled ruby coil into the diagnostic catheter and the ruby coil fractured. The pusherwire was removed with some of the ruby coil still connected. The remaining unraveled ruby coil was advanced into the aneurysm using a syringe and the physician was finished with the procedure. There was no report of an adverse effect on the patient.